Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient's sister arrived at home and discovered the patient unconscious on the couch. The patient was drenched in sweat and was drooling. The continuous glucose monitor (cgm) was showing that the patient was low. The patient's sister performed a finger stick and the patient's blood glucose (bg) was reading 32 mg/dl. She then administered the patient with a glucagon shot and the patient recovered. There were no emergency personnel needed. It was indicated that the next day, the patient's sister left a message with the patient's doctor to inform them of the event. At the time of contact, the patient was in stable condition. There was no allegation of malfunction against the dexcom system. It was indicated that the receiver was alerting the patient of the low. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.